Manufacturer narrative:
An evaluation of both the returned polyaxial screw and the device history records revealed no anomalies. The implant appears to have been properly manufactured and released according to design specifications. It was reported that interbody fixation had not been performed. This likely caused the implant to fracture and break due to being exposed to fatigue stresses beyond those for which it was designed or intended. The construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer that would be associated with fusion. As these implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and will most likely fail over time if fusion is not achieved. The instructions for use provides warnings for this type event ((B)(4)) warnings: the system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. The benefit of spinal fusions utilizing any pedicle screw fixation system has not been adequately established in patients with stable spines. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone metal interface, rod failure or bone failure. Intraoperative management: bone graft must be placed in the area to be fused and graft material must extend from the upper to the lower vertebrae being fused.

Event description:
An international customer ((B)(6)) reported that during a scheduled removal case on (B)(6) 2015 a polyaxial screw was found fractured approximately 15mm from the head of the screw. The proximal section of the implant was removed without issue while the distal threaded portion remains properly positioned/entrapped within the patient's vertebrae. Interbody fixation was not performed during the initial implantation of the zodiac fixation system at the l3-l5 vertebral bodies.